Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedance measurements via a remote monitoring system. All other lead measurements are stable and within range. The physician is aware of this high measurement and will continue to monitor the lead for now. To date, no adverse patient effects have been reported.

Event description:
Additional information became available. A procedure was done to confirm appropriate connection, and it was noted that there indeed was a loose pace/sense connection. The lead was tested through a pacing system analyzer and tested out just fine, was fully inserted back into the device header, the system was tested again, and the pocket was closed. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
The lead was reinserted into the device header and remains implanted.

Manufacturer narrative:
The lead and device remain in service.

Event description:
Additional information became available that this patient was seen after their home monitoring system noted high pacing impedances. Attempts were made to recreate any noise, noted that the capture was good, and shock impedances were 60 ohms at implant and have now risen to 91 ohms. Sensing has also risen, and thresholds have decreased slightly. When the patient first came in, the lead impedances were tested and were at 1000 ohms, after subjecting the lead to isometrics, the impedance was checked again, and it was over 2000 ohms. Boston scientific technical services was once again consulted, and suggested it might be a position sensitive lead fracture, but cannot confirm. There were no symptoms noted now or at anytime to date. No additional information is available at this time.

Event description:
Additional information became available that this patients rv lead continues to exhibit erratic impedance measurements. The patients r-wave amplitudes have been fluctuating between 20 and 9 mv. All other measurements are stable. Boston scientific technical services were consulted and suggested a possibility could be a loose setscrew on the device. No intervention has been performed or is planned to date.